Event description:
It was reported that the cord caused a handpiece to run without user activation. Numerous attempts to obtain additional information were not successful.

Manufacturer narrative:
The cord was received by the manufacturer and a quality investigation is anticipated. A follow-up report will be filed when the investigation has been completed.